Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level elevated to 411 mg/dl, and customer was taken to the emergency room and subsequently hospitalized. Customer was treated through intravenous insulin drip. Customer was released from the hospital 2 days later.